Event description:
Positive ana. Severely painful joint. Diagnosed with (B)(6) 3x throughout 2017, sick and almost bedridden for 3 years. Finally got a diagnosis of scleroderma. (Diffuse systemic sclerosis) (B)(6) 2019 after asking my rheumatologist if my saline breast implants could be what was making me sick. He remembered the 90's, knew to test for scl70. After seeing a specialist, my diagnosis was confirmed. I was told breastfeeding was completely safe with saline implants. My now (B)(6) y/o started complaining of my symptoms 2 months ago. I nursed him for 3 years. He has scl70 antibodies in his blood with a positive ana. We are both potentially fatally ill from saline implants. FDA safety report ID# (B)(4).